Event description:
The customer was admitted to the hosp for low bgs. It was stated that the time/date, basal rates, and insulin concentration were correct. However, while reviewing the bolus history the customer received an off no power alarm. Troubleshooting was performed. It could not finish to obtain more info or run a lead screw test due to the alarm. The customer did not have new batteries available at the time of call. Instructed the customer not to use the pump and revert to a back up plan of manual injections.